Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) system was explanted and the patient subsequently experienced a drop in blood pressure, requiring treatment in intensive care unit (ICU). A leadless ipg was implanted as a replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.